Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was repeatedly failed. The field service engineer (fse) replaced the keyboard and performed testing to confirm proper functionality. The fse verified that the new keyboard was operating correctly and confirmed successful operation by having the customer log in to the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a keyboard failure occurred. The keyboard had been intermittently failing over the past two weeks. Although the issue was temporarily resolved by restarting the device, the failure recurred, resulting in loss of keyboard functionality and impacting user interaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.